Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: 05414734401661, batch: 3434477, common device name: scs quattrode lead, model: 3149, UDI: 05414734401593, batch: 3554389, common device name: scs quattrode lead, model: 3149, UDI: 05414734401593, batch: 3406153.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted. It is unknown which lead was at fault.